Event description:
The patient reported that the down arrow and ok keypad buttons are intermittently unresponsive. He stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn off. Evaluation revealed that the down arrow keypad button was unresponsive and was found to be inverted when the keypad cover was removed. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts.